Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 1000 mg/ml concentration 249.9 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the dye study was done because the patient reported not getting pain relief. They aspirated the catheter during the dye study and injected the dye but nothing came out of the tip. Patient reported it to the hcp at his last refill. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of dye study problem was not determined. Patient was referred out to a hcp, no date had been given to the patient for further follow up. The issue had not resolved. Patient didn't know his current weight. The device was still implanted. No further complications were reported.